Event description:
It was reported that a malfunction alarm occurred, with the code malfunction 12-0x2071. There was no reported impact on the customer's blood glucose level, as this information was unavailable. The customer followed the procedure to reset the pump, and it was confirmed that the pump needed replacement. A replacement pump was sent. The customer did not disclose what type of backup insulin therapy they would use in the interim.